Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI). Upon interrogation. It was noted that the right atrial (ra) lead had low pacing impedance and p-wave amplitude variation. Pocket manipulation was performed, and atrial under-sensing was observed. The ra lead also exhibited over-sensed noise which resulted in inappropriate mode switch. Programming interventions were made. The patient was in stable condition.

Event description:
New information received notes that lead dislodgement was confirmed via x-ray. The lead was explanted without complication. The patient was in stable condition.